Event description:
(B)(4). Reason for original complaint ¿ bilateral patient. Litigation papers allege patient began suffering from elevated metal ion levels which resulted in pain and suffering and other economic and personal damages for patient. Update (B)(4) 2013 - sales rep reported a revision surgery due to pain on the left hip. There was no new information that would change the outcome of the investigation. Update (B)(4) 2011 - plaintiff's preliminary disclosure form was received. Dob updated. There is no new information that would change the outcome of the investigation. Update rec'd (B)(4) 2015 - patient's right hip was revised. It was noted that the left hip revision information was reported on the right hip products. The left hip is now being updated to report the previous revision. Manufacturing and expiration dates updated. The stem and sleeve are being added to the complaint for previously alleged elevated metal ion levels. This complaint was updated on (B)(4) 2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).